Manufacturer narrative:
The complaint was re-opened following the reception of additional information: reportedly, the second pdf report, which is generated on the remote monitoring system website when recorded episodes are transmitted, was not received for the non-sustained episodes. H6 (device code(s)) was updated.

Event description:
Reportedly, during the remote transmission on (B)(6)2018 , a noise episode dated 19 jan 2018 was stored in the device memory. Noise was observed in the right ventricular channel, the device identified it as a ventricular fibrillation and the capacitor charge started but stopped before delivering the shock. The ventricular pacing was inhibited. Furthermore 14 non sustained episodes were detected in this same transmission. In the physician office, the right ventricular sensitivity was changed from 0.4 mv to 0.6 mv, and just one non sustained episode was observed in the last remote transmission on (B)(6)2018 .

Event description:
Reportedly, during the remote transmission on (B)(6)2018 , a noise episode dated(B)(6)2018 was stored in the device memory. Noise was observed in the right ventricular channel, the device identified it as a ventricular fibrillation and the capacitor charge started but stopped before delivering the shock. The ventricular pacing was inhibited. Furthermore 14 non sustained episodes were detected in this same transmission. In the physician office, the right ventricular sensitivity was changed from 0.4 mv to 0.6 mv, and just one non sustained episode was observed in the last remote transmission on (B)(6)2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, during the remote transmission on (B)(6) 2018, a noise episode dated (B)(6) 2018 was stored in the device memory. Noise was observed in the right ventricular channel, the device identified it as a ventricular fibrillation and the capacitor charge started but stopped before delivering the shock. The ventricular pacing was inhibited.furthermore 14 non sustained episodes were detected in this same transmission..in the physician office, the right ventricular sensitivity was changed from 0.4 mv to 0.6 mv, and just one non sustained episode was observed in the last remote transmission on (B)(6) 2018.

Manufacturer narrative:
Preliminary analysis provided in the previous report (h10) contained a mistake: the non-physiological signals were observed in the ventricular channel since on (B)(6) 2019 (instead of on (B)(6) 2019).

Event description:
Reportedly, during the remote transmission on (B)(6) 2018, a noise episode dated on (B)(6)2018 was stored in the device memory. Noise was observed in the right ventricular channel, the device identified it as a ventricular fibrillation and the capacitor charge started but stopped before delivering the shock. The ventricular pacing was inhibited. Furthermore 14 non sustained episodes were detected in this same transmission. In the physician office, the right ventricular sensitivity was changed from 0.4 mv to 0.6 mv, and just one non sustained episode was observed in the last remote transmission on (B)(6) 2018.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the remote transmission on (B)(6) 2018, a noise episode dated (B)(6) 2018 was stored in the device memory. Noise was observed in the right ventricular channel, the device identified it as a ventricular fibrillation and the capacitor charge started but stopped before delivering the shock. The ventricular pacing was inhibited. Furthermore 14 non sustained episodes were detected in this same transmission. In the physician office, the right ventricular sensitivity was changed from 0.4 mv to 0.6 mv, and just one non sustained episode was observed in the last remote transmission on (B)(6) 2018.

Manufacturer narrative:
The complaint was re-opened following the reception of additional information: following microport crm¿s recommendations provided in 2018, the physician decided to remotely follow-up the patient and to reprogram the ventricular sensitivity threshold to 0.6mv, which led to a decrease on the number of oversensing episodes recorded in the device memory. During a follow-up performed on (B)(6) 2020 for the pacing-dependent patient, several non-sustained episodes showing pacing inhibition were observed, with no therapy delivered. These episodes were reportedly not transmitted through the remote monitoring system, although the ventricular oversensing alert is set to on. The patient is using a hearing aid, which is not considered by the physician as a source of electromagnetic interferences after several tests performed during the follow-up. Preliminary analysis of the newly provided elements confirmed that the alerts behaved as specified. In addition, non-physiological signals were still observed in the ventricular channel since(B)(6) 2019, leading to the reported noise oversensing. The noise could result from electromagnetic interferences and/or myopotentials sensing, or from a ventricular lead issue.

Event description:
Reportedly, during the remote transmission on (B)(6) 2018, a noise episode dated (B)(6) 2018 was stored in the device memory. Noise was observed in the right ventricular channel, the device identified it as a ventricular fibrillation and the capacitor charge started but stopped before delivering the shock. The ventricular pacing was inhibited.furthermore 14 non sustained episodes were detected in this same transmission.in the physician office, the right ventricular sensitivity was changed from 0.4 mv to 0.6 mv, and just one non sustained episode was observed in the last remote transmission on (B)(6) 2018.